Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2021 with unknown blood glucose level. The customer did experienced the symptoms such as pain and skin infection. The customer was treated by insulin drip. It was unknown whether the auto mode feature was active at the time of incident. Troubleshooting was done for high blood glucose. The insulin pump will be returned for analysis.